Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 02/26/2009 that a customer had an issue with an enteral feeding pump. The customer reports that the patient received his predetermined tube feeding amount in two and a half hours instead of three hours. The patient's spouse stated that the patient was unable to tolerate this rate and had a lot of abdominal pain. The patient went to the hospital where his feeding rate was reduced to 55 ml/hr. The patient was also given gravol and/or demerol for the abdominal pain. The spouse was unaware in what dose and frequency these medications were given.